Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a lung transplant the physician was firing on the pulmonary artery. The staples didn't form properly, but they were fired through umbilical tape. The artery was clamped, and the bleeding stopped. No patient consequences were reported.